Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pressure readings did not make sense on the pump. The pressures were high and fairly equal. [The user]aspirated and flushed the central lumen. It flushes easily. [The user] is using heparinized saline in the transducer set-up. [The user] repositioned the catheter. The pump was switched out for a second ac3 (intra-aortic balloon pump). [The user] changed out the transducer cable on the pump and they changed out the transducer set-up. Nothing changed". Additional information states "[ the user] elected to change out the iab for a second 50 cc iab. The pressure waveform is appropriate and the pressure readings are appropriate". The second iab catheter was inserted into the same original insertion site.

Manufacturer narrative:
(B)(4). The reported complaint that "the pressures were high" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the pressure readings did not make sense on the pump. The pressures were highand fairly equal. [The user]aspirated and flushed the central lumen. It flushes easily. [The user] is using heparinizedsaline in the transducer set-up. [The user] repositioned the catheter. The pump was switched out for a second ac3 (intra-aortic balloon pump). [The user] changed out the transducer cable on the pump and they changed out thetransducer set-up. Nothing changed". Additional information states "[ the user] elected to change out the iab for a second 50 cc iab. The pressure waveform isappropriate and the pressure readings are appropriate". The second iab catheter was inserted into the same origional insertion site.